Manufacturer narrative:
Lot# 143459; visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Tip fracture intra-op was confirmed via visual analysis. The plausible root cause of the reported event is due to the overload of applied cantilever force.

Event description:
It was reported that during a surgery while the surgeon was removing the inserter from the implant, the inserter inner shaft tip broke off. All broken fragments were removed. No adverse consequences to the patient reported.

Event description:
It was reported that during a surgery while the surgeon was removing the inserter from the implant, the inserter inner shaft tip broke off. All broken fragments were removed. No adverse consequences to the patient reported.